Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 2 months after the dental implant was installed in patient's mouth it was verified its non- osseointegration. Twenty ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient quality/quantity (bone type I).